Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray revealed no anomalies. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.